Manufacturer narrative:
Eight devices were received for evaluation containing ¿some residue of some liquid/solution inside¿. During visual inspection, embedded particulate was observed on four samples on sheeting of bags. No foreign matter was observed inside fluid path. The reported condition was verified; however, the embedded particulate was found to be dye spots from the printing process, which is a cosmetic defect. The other four devices were visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside eight (8) 250 ml intravia empty containers. The reporter described the particulate matter as ¿a string like substance.¿ there was no damage noted to the outer package or bag. The bags had been compounded with a 20ml vial of fentanyl citrate 50 mcg/ml and a 100ml bag of ropivacaine 2mg/ml. The bags had been compounded using a non-baxter 60cc syringe, non-baxter 12cc syringes, and non-baxter 18 gauge needles. The substance was noticed in the bag after compounding. There was no patient involvement. No additional information is available.